Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the log files were routinely downloaded. Flow and power decreased slightly but progressive since november from above 6 liters to around 4 and around 5.5 watts to about 5 watts. The patient felt fine and was discharged afterwards. The patient was later readmitted, and a computed tomography angiogram was performed. An obstruction of the outflow graft between the bend relief and the prothesis was found. Extrinsic outflow graft obstruction was suspected, and a stenting of the affected area was scheduled.

Event description:
It was additionally reported that the patient underwent the scheduled procedure for a planned stenting of the suspected eogo. The medical professionals performed several dilatations beginning near to the pump up to the distal end of the bend relief. The flow increased directly more than 1.5 l to nearly 6 l again and they avoid the stenting due to the perfect result after the dilatations. Patient was doing fine and expected to be discharged.

Manufacturer narrative:
Section d4: corrected catalog number. Manufacturer's investigation conclusion: the reported extrinsic outflow graft obstruction was confirmed through evaluation of the submitted computed tomography (CT) scan. A specific cause for the observed obstruction could not conclusively be determined through this evaluation. The submitted log files confirmed a gradual decrease in pump flow and power over time which appeared consistent with the observed and reported outflow graft obstruction. These parameters appeared to recover following the reported surgical intervention. The pump was operating as intended throughout the captured data despite the observation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. G is currently available. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length."